Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charging pad became hot during use and subsequently failed to charge the device. Symptoms included no clinical effects. Outcomes included no impact on health. Investigation included customer troubleshooting and education. Investigation of this case revealed a suspected malfunction of the external charging pad consistent with overheating followed by loss of charging function. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charger.